Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure, stroke, and death as adverse events that may be associated with the use of heartmate 3 lvas. The IFU also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. In addition, this document outlines the recommended anticoagulation regimen and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed right heart failure requiring a right ventricular assist device (rvad) with central cannulation with a plan to wean the rvad when hemodynamics improved. The patient had elevated central venous pressure, dilated right ventricle on echocardiogram, and reduced left ventricle filling. The patient ultimately passed away on (B)(6) 2023 due to a stroke. The stroke was an acute to subacute large left middle cerebral artery (mca) territorial infarction with subfalcine. No changes to patient condition or anticoagulation status contributed to the event. The patient experienced a new fixed and dilated pupil. A computerized tomography scan revealed complete occlusion of the left internal carotid artery (ica) from the carotid bifurcation to its bifurcation into the left anterior cerebral artery (aca) and mca arteries and mass effect with 8 mm shift. Related MFR report # for the cmag: 3003306248-2023-00757.